Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. While fixating the leadless pacemaker, the physician had trouble turning the chevron with the delivery catheter. Once the leadless pacemaker was believed to be fixated, high threshold and low pacing impedance was noted. The physician then attempted to re-position the device in different locations unsuccessfully. The device would dislodge after fixating. The device was retrieved, and the delivery catheter was exchanged for a new one. When inspected, the initial catheter utilized was bent. While attempting the same device implant with a second delivery catheter, the device would again dislodge after fixating. Eventually, the device helix was noted to be sprung. At this moment, the patient's blood pressure dropped. Pericardiocentesis was performed to drain the pericardial sac, and the patient stabilized. The leadless pacemaker was retrieved, and a new one was successfully implanted. The patient condition was stable.